Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during treating the branch, the endoscopic view became unclear and the air pressure was lower than the set value. Considering the possibility of a pressure leak somewhere in the system, the btt port, cannula, and harvesting tool were replaced with new ones. The procedure was then able to continue without any problems. There was no harm to the patient's health. There was also no delay in the procedure. The affected products could not be retrieved as they were disposed of at the hospital.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e3,g3,g6,h2,h3,h6,h11. The lot # 3000433775 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.